Event description:
Additional information received reported that the patent still had concerns regarding the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment on (B)(6) 2015. The patient was seen by a manufacturing representative at the hospital. An impedance check revealed high impedances. The patient was scheduled for a full system replacement on (B)(6) 2015, but it was canceled due to an infection in the mouth. It would be rescheduled when the infection was cleared. The patient was not receiving therapy at the time of the report. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-33, lot# v390370, implanted: (B)(6) 2011, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing severe back pain underneath the implantable neurostimulator (ins). This problem had been going on for 3 months. The patient met with a manufacturing representative who checked the device and thought the patient had a broken lead in the back. The patient was in a hospital at the time of the report.